Manufacturer narrative:
Received one (1) used. List #cl3951, 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger; lot #unknown. One (1) used. List #unknown, 0.9% sodium chloride 500ml bag; lot #14ti7315. No visual damages or anomalies were observed. The reported complaint of a leak and disconnection from the bag could not be confirmed. The returned sample was tested and measured and met product specifications.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: reporter name: (B)(6). Reporter position/department: product quality, safety reporter phone: (B)(6). Reporter email: (B)(6).

Event description:
The secondary spike of the following device 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger came out of an unspecified chemotherapy IV bag. It was reported that the nurse had back primed the secondary line with normal saline and was flicking the line gently to assist a few air bubbles in returning to the chamber of the tubing. There was patient involvement but no patient harm.